Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the implantable loop recorder (ilr) device showed multiple asystole episodes with no corresponding patient complaint or symptoms within the first month post implant. It was further noted that the electrogram showed evidence of electrode disconnect resulting in false asystole episodes. No patient complications have been reported as a result of this event.